Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge leaked. A cartridge change was performed resolving the issue. Additionally, the customer removed the pump case from the pump and the cartridge was pulled out. Reportedly, the customer reloaded the cartridge to resolve the issue. Customer's blood glucose level was between 110-115mg/dl.